Event description:
Reporter alleged blood glucose readings have been erratic. It was stated glucose measured 88 mg/dl back to back with a result of 190 mg/dl, when testing was performed within less than 5 minutes of each other. It was stated no actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.